Event description:
During the evaluation of a returned spectrum infusion pump, 32 occurrences of "air-in-line" alarms were identified in the event history log. Any pt involvement, injury or medical intervention is unk since these items were found during evaluation of the device.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The "air-in-line" alarms were confirmed through an event history log review. Based on the reported complaint, the contributing parts are input/output printer circuit board and upstream sensor and were replaced. The cause was undetermined. If any additional information is received a follow up will be sent. The unit was received in an un-repairable condition and will be scrapped.